Event description:
Boston scientific received information that during a routine follow-up appointment the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance greater than 200 ohms. Further, the trending shock impedance has been around 67 ohms, rv coil to can impedance measurement was in 105 to 106 ohms and rv to ra was in 143 ohms. Review of the daily measurements noted four previous spikes with the first one occurring approximately one month earlier. Boston scientific technical services (ts) discussed considering performing defibrillation threshold (dft) testing to determine cause as the patient had a recent generator change out procedure. Additional information indicates that at this time the physician opted not to perform dft testing, however the shocking vector was changed to rv coil to can. No cause was determined. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.